Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardiac monitor exhibited intermittent r-wave undersensing. Programming changes were discussed.